Event description:
It was reported that pump declared alarm 20 during pumping. The impact on the customer's blood glucose level was not disclosed as the customer declined to answer if it exceeded 500 mg/dl. The customer was unable to successfully load a new cartridge and continue insulin therapy, leading to the decision by technical support to replace the pump. The customer was instructed to use mdi as a backup therapy and given guidance on returning the faulty pump to tandem.